Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported by a customer, who noted that no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.